Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the material, manufacturing, inspection or sterile processing that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
It was reported that dr (B)(6) performed original primary hip ( (B)(6) 2021). Hip was revised by dr (B)(6) due to a lose stem ( (B)(6) 2021). Patients hip became infected, so dr (B)(6)performed an I&d with head and liner exchange ( (B)(6)2021). Unfortunately the hip was still showing signs of infection. Dr (B)(6), after confirming infection, decided to remove all components and implant our prostalac prosthesis. I was unable to locate previous MDR report numbers. Cup and screw: doi: (B)(6) 2021, dor: (B)(6) 2021, liner: (B)(6) 2021 , dor: (B)(6) 2021, (left hip).

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.